Event description:
After the index procedure, the patient was transferred to the ICU for observation. The patient was never discharged from the hospital as previously reported.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Device evaluated by manufacturer-it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore the manufacturing records for the complaint device cannot be reviewed. If there is any further relevant information, a supplemental medwatch will be filed.(B) (4)

Event description:
Same case as MFR# 2134265-2010-00826. It was reported that post a coronary drug-eluting stenting treatment procedure, the patient had an mi and expired. The patient presented with an mi. The greater than 50mm long target lesion was located in the moderately stenosed, tortuous and calcified mid to distal left anterior descending artery (lad). Pre-dilation was performed with a non-bsc coronary balloon. Two stents were deployed in the target lesion: a 32x2.75mm taxus liberte and a 24x3.00mm taxus liberte. The stents were post dilated with a non-bsc balloon. The patient was administered aspirin and plavix. After procedure, the patient was transferred to the intensive care unit (ICU) and later discharged in a stable condition. Four days after the stenting procedure, the patient suffered an mi and returned to the hospital. The physician performed an emergency ptca and confirmed a lad septal branch rupture and serious cardiac ischemia. During the follow up ptca no additional stents were placed; a cardiovascular surgeon completed by-pass. The patient died the next day. In the physician¿s opinion, the complications were not related to the taxus liberte stents but due to the patient long-term mi history and cardio function failure.